Event description:
Spontaneous report, from (B)(4). Local reference #(B)(4). Ref aemps: (B)(4). Quality complaint opened: #(B)(4). Initial information received on (B)(6)2019 from the dentist through distributor and follow-up 1 information received on (B)(6) 2019 from the dentist, both versions were processed together : a 22-year-old male patient, with no relevant medical history, was treated with a suspected medical device septoject needles evolution 30g 0.3x25mm (batch number : #f07336aa and expiry date : apr-2023) for a dental local anaesthesia on (B)(6) 2019. He felt anxious before the dental care. No information provided on injection route, procedure and on the state of injection site. No concomitant drug was introduced. On (B)(6) 2019, the dentist complained of needle broken in the context of putting anesthesia to the left inferior molar happened the breakage of the needle, remaining the metal part was inserted in the retromolar area of the patient. Subsequently, a dental surgery was performed to remove the needle. The medical device was removed from the patient's mouth. At the time of this report, the patient's outcome was recovering. The medical device was not available for testing because it was discarded. According to the dentist, this incident has been submitted to the college odontologist. No more information was expected. Fup#1 received on (B)(6) 2019: incident form completed with additional data. Causality assessment re-evaluation on (B)(6) 2019 on additional information received on (B)(6) 2019 : follow up 1: the causalrelationship remains unchanged.

Manufacturer narrative:
The practitioner did not return bad needles but sent boxes of needles batches where bad needles was found. No deficiency was observed during the tests performed due to this complaint. Consequently, the origin of the complaint was not determined. We are not able to eliminate a possible misuse by the practitioner: needle bent before injection and/or high pressure and/or sudden movement during injection. If the patient is apprehensive, this could have an impact on the condition of realization of anesthesia. The IFU of the needle are described in the notice. Consequently, we recommend a formation/resensibilisation of the practitioner to the IFU and a follow by professional formed to the good practices. The investigation did not permit to found the origin of the complaint, but the privileged origin is practitioner practices. Consequently, and without any recurrence on this needle batch and on the cannulas batches used, no action will be done due to this complaint.

Event description:
Additional information received on (B)(6) 2019 from quality department by email. Based on available data from our quality department, no deficiency was observed during the tests performed due to this complaint. Consequently, the origin of the complaint was not determined. No more information was expected. Additional information received on (B)(6) 2019: investigation results. Causality re-evaluation on (B)(6) 2019 on additional information received on (B)(6) 2019 : a. Seriousness: serious (broken needle in the mouth/required intervention to prevent permanent impairment/damage). B. Expectedness: needle issue: unexpected es/us foreign body in gastrointestinal tract: unexpected es/us. C. Causality. A) latency - compatible. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, a sudden movement of the patient during injection and/ or the use of a needle size inappropriate to the type of procedure. Quality investigation results were within specifications. The causal relationship between the device and the events was considered as unlikely. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikel additional information received on (B)(6) 2019: investigation results. The causal relationship was changed from not assessable to unlikely.

Event description:
Spontaneous report, from (B)(6). (B)(4). Initial information was received from the dentist through distributors on 24-jul-2019 (date to be confirmed). An unspecified gender and age patient, with an unspecified medical history, had treated with the medical device septoject needles evolution 30g 0.3x25mm (batch number : #f07336aa and expiry date : apr-2023). The needle has broken in the mouth and the patient has had to have surgery to remove it. No information provided on injection route, procedure and on the state of injection site. Quality investigation results were pending. More information were pending. Causality assessment on 31-jul-2019 on initial information received on 24-jul-2019: seriousness: serious (required intervention to prevent permanent impairment/damage). Expectedness: needle issue: unexpected (B)(6)/us. Foreign body in gastrointestinal tract: unexpected (B)(6)/us. Causality: latency - compatible; recognized association - no; analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure on the needle during injection, number of injection, a sudden movement of the patient during injection, the use of a needle size inappropriate to the type of procedure and/or quality defect of the needle. Quality investigation is on going. Pending the results, the causal relationship between the device and the events was considered as not assessable. Concluded causality who: not assessable.